Event description:
This report was received from global pharmacovigilance and is a spontaneous report from a consumer with supplemental information from the peritoneal dialysis registered nurse (pdrn) of a touch contamination and peritonitis in a home patient (hp) coincident with dianeal therapy. Dianeal therapy was ongoing. On an unknown date the hp experienced a touch contamination/break in aseptic technique. The hp was diagnosed with peritonitis on (B)(6) 2012 manifested by cloudy effluent. The hp was hospitalized for the event. The hp was treated with unspecified antibiotics. The pdrn stated that both the patient and her significant other were retrained in proper aseptic technique. The hp is recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the prevention of the use error that was identified in this complaint. A follow up report will be submitted if additional information becomes available.